Event description:
It was stated that the customer was hospitalized for low blood glucose and reading was 20 mg/dl. The customer was being treated for the low blood glucose, therefore, no troubleshooting was done on the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.